Event description:
It was stated that the customer experienced high blood glucose levels, ketones and vomiting after changing the infusion set. The reported blood glucose reading was 30.7 mmol/l. The customer was advised to seek assistance from a medical professional. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.